Manufacturer narrative:
Device had no moisture damage to the lcd display, electronic stack, motor and force sensor. Device passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly and exposed to moisture. The customer¿s blood glucose level was 224 mg/dl. The customer stated that the insulin pump stopped working and changed battery. It was also stated that the insulin pump was beeping went to change the battery and noticed lost battery cap and the screen got water inside. The customer stated that the screen looked blurry hard to read the screen, due to losing the battery cap cannot troubleshoot. The insulin pump will be returned for analysis.